Manufacturer narrative:
Block h6: device code a050501 captures the reportable event of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the trip wire was not secured in the handle slot when received; however, under magnification there is evidence that the trip wire was secured in the handle slot. It was also noticed that the trip wire was bent at the proximal section of the handle and near the trip wire loop. It was observed that the slack was not removed and the suture was intact. There were seven bands attached on the ligator head and in their original position. The suture hole was in good condition. Additionally, the ligator head teeth were not damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event of bands failure to deploy was confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). A visual evaluation identified that the trip wire slack was not properly removed and this can affect the bands deployment activity. The IFU states, "pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs". Additionally, the trip wire was found to be bent. Based on the condition and evaluation of the returned device, the kink in the trip wire was likely generated during handling and manipulation of the device during set up or when rotating the handle during the procedure. Taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on march 09, 2021. It was reported that the first band could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. It was reported that the first band could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.